Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by the patient that they underwent ventral hernia repair on (B)(6) 2005 and mesh was implanted. Around (B)(6) 2015, the patient went to the doctor complaining of pain and a large bulge in the stomach. CT scan was performed and it was discovered that the patient had signs of a reoccurring ventral hernia. The patient will be getting a second opinion and will eventually have surgery to correct the reoccurrence. Additional information has been requested.